Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of break in aseptic technique and peritonitis in an patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experience a break in aseptic technique, further described as area not clean before starting pd, which resulted in peritonitis. On (B)(6) 2011, the patient experience peritonitis and was hospitalized on the same day. On (B)(6) 2011, the patient received remedial treatment with injection supcef 500 mg ip each bag (frequency not reported) and injection amikacin 25 mg ip every other day, both of which were ongoing at the time of this report. The outcome for the events was unknown. Concomitant medications were not reported. The reporter did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.